Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: there was evidence of moisture in battery compartment. There were perimeter cracks and scratches on display lens. There was evidence of moisture found in the battery compartment. The pumped passed leak test. When pump is booted the display is a dim red color. When pump display is replaced by a test display the variance in color/contrast is fixed.